Manufacturer narrative:
No info regarding the involved pt, procedural and product specific details are available. The reason for the pt's admission to hospital was not reported; but an angiogram revealed a lesion in an unk vessel. No target vessel and/or lesion characteristics are available. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent of unk size at an unk maximum inflation pressure. According to the presentation's physician, stents tend to fracture because of the coronary artery's attempts to regain its original shape. He further stated that fractures appear to occur more frequently in tortuous vessels, with longer stents, in areas of hinge motion and more frequently with rca lesions. The product remains implanted in the pt, thus, it is not available for evaluation. In addition, a device history record could not be performed since lot number was not provided. Conclusion: based on the limited info provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. An investigation into coronary stent fracture complaints was performed and review of mfg records revealed no patterns or events that may have caused or contributed to stent fracture. An investigation has been initiated to address complaints of this nature. Please note that this cypher sirolimus-eluting stent is not sold or distributed in the united states, however, it is similar to a united states cypher sirolimus-eluting stent.

Event description:
This event has been brought to our attention by an academic conference (cct 2006). This particular event involved a cypher sirolimus drug eluting stent associated with stent fracture six to eight months after implantation. The treatment, if any, for this event was not reported.